Event description:
It was reported to philips that system would not make x-ray. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by releasing and pressing the footswitch again. Analysis of the log file showed the front x-ray generator reported a fault with one of the gate drivers. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stops the x-rays. Upon troubleshooting, to resolve the issue, fse replaced the power inverter (point) certeray. The defective power inverter certeray was returned to philips for failure analysis and the cause of the power inverter certeray failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the power inverter certeray by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.